Event description:
The percutaneous thrombolytic device was inserted in a brachial fistula. A sheath was placed on both venous and arterial sides. The ptd was inserted through the arterial sheath and when passing through a tight arterial anastomosis, the tip of the ptd separated. The catheter tip was removed using a "sidewinder" device. There were no reported pt complications.